Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem that the front panel did not function was not confirmed. The evaluation found that a door screw was missing. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the front panel did not function and a screw was damaged during device logistics transport. This report is submitted due to the report that the front panel did not function. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon may be attributed to faulty power unit. The cause of the phenomenon could not be identified since further information was not available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.